Event description:
It was reported the patient has kept therapy off because it was causing migraines. As a result, the system may be explanted in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5232948.

Event description:
It was reported that the patient underwent a system explant to address the issue. Investigation was unable to determine which of the leads attributed to the event

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.